Manufacturer narrative:
Information references the main component of the system.

Event description:
Information was received from family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient has been in the hospital for over a month and is getting worse and worse. The patient can't go to the bathroom on her own and the stimulator is doing nothing for her now. She is on a catheter, can't open her eyes and can't talk. The patient also has a compression fracture in her back. They don't think she is in the hospital because of the therapy or device, but they can't figure out what is wrong with her. There is nothing at the incision site that would cause the issue. The event began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.